Event description:
During follow-up, exit block was noted resulting in low sensing and a loss of capture on the right ventricular lead. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A completed lead was returned for analysis. As received, electrical testing did not find any indication of conductor fractures or internal shorts. X-ray review of the connector and helix assembly was normal. All other damages noted are consistent with that occurring at the time of explant.